Event description:
It was reported that the patient experienced a loss of therapeutic effect and a burning sensation. It was stated that the therapeutic effect during the last two weeks of the patient's trial were "amazing," but since being implanted she "didn't feel stimulation at all and it did not change any of her symptoms." It was stated that since the trial, the patient had "no effect." It was noted that she has since been reprogrammed so that all four programs "stimulate her pelvic area." The patient reportedly experienced a "burning" sensation in the implantable neurostimulator (ins) pocket area after increasing her stimulation. It was noted that the patient's physician "wanted to get back in and move the lead from the right to the left." The patient was redirected to their health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va03kne, implanted: (B)(6) 2012. Product type: lead. (B)(4).